Event description:
The customer reported to olympus, there was interference in the video when using the subject device during an unknown procedure. There were no error messages observed at the time of the failure. The procedure was completed using a similar device. There was no procedural delay. According to the reporter, reprocessing steps were followed in accordance with the instructions for use (IFU). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. This report will be supplemented when additional information becomes available.

Manufacturer narrative:
This report is being submitted to provide final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿interference in the video ¿. The subject device was inspected, and the issue was confirmed. It was determined that there was a failure due to faulty ccd. Moreover, additional damages of kinked/twisted cable and failed leak test were found. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructional for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." P7 olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was interference in the video when using the subject device during an unknown procedure. There were no error messages observed at the time of the failure. The procedure was completed using a similar device. There was no procedural delay. According to the reporter, reprocessing steps were followed in accordance with the instructions for use (IFU). There were no reports of patient harm associated with this event.